Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clamps on the device were not cutting off flow of cerebrospinal fluid.